Event description:
The customer reported a leak at the blood sampling valve (bsv) of the lh500 instrument. The volume of the leak was about 2 cc and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak with help from customer technical support (cts). The customer found that the tubing had popped off wire marker wm 12. The customer reattached the tubing with instructions from cts over the phone. The customer reattached the tubing and the instrument ran without any leaks. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to sample carryover. (B)(4).